Event description:
Scrub tech handed md the stryker silverglide forceps. Scrub tech noticed smoke come off the silverglide and that instrument burned through top glove of surgeon. Or circulator was immediately notified. Silverglide instrument was immediately disconnected from generator and removed from sterile field and passed off to circulator. The charge nurse and manager came to surgery room to remove instrument and notify vendor. Rn noticed that silverglide instrument was warm when passed off, but did not visually see or smell any smoke in the surgery room. No harm came to patient during this incident or to the surgeon. New silverglide was passed off and connected and had no issues.